Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump delivered at a lower rate or volume than programmed (under infusion) during therapy in the oncology department. The device was programmed to deliver 750 mg of rituximab at a rate of 500 mg/hour for an intended time of 1.5-2 hours. The device made no alarms that would stop the infusion and was acting like it was pumping but very little fluid infused. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: the device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.